Manufacturer narrative:
Device being not returned so no evaluation could be performed.

Event description:
Sales rep reported that the surgeon put calaxo screw in 3 patients and 6 to 8 weeks later the patients were experiencing pain and the surgeon had to drain 10cc's of brown fluid out by making an incision. The surgeon said that the fluid was sterile. It was confirmed later on by the sales rep that the surgeon probably oversized the tunnel meaning if he had a 9mm tunnel he would have used a 10mm screw. He said also that would be the case for all the 3 patients. Each were hamstring grafts and the screws were recessed at least 2 mm. Nothing broke during insertion. All patients are currently doing fine.